Manufacturer narrative:
(B) (4): method: (other): since the device remains implanted, the programmer files were reviewed. Labeling reviewed. (B) (4)

Event description:
According to the report of the physician, a connection issue was encountered associated with the ventricular channel during the implantation procedure. However, the physician decided to leave the device implanted. In particular, when tightening the v lead connector, no click was heard from the screwdriver. During the procedure, the physician attempted to loosen the set-screw without success.